Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 502 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended, additionally the customer was mixing their old insulin with new insulin. Customer was educated that this is off label insulin usage.